Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation. (B)(4).

Event description:
In this case, the customer reported to the field service engineer (fse) that there was no communication available from the gantry microphones, and the patient could not be hearted by the operator. The field service engineer (fse) determined the cause was from a failed rack audio cable, which was then replaced. There was no report of harm to a patient, operator or bystander.